Manufacturer narrative:
The authorized third party service provider will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device needed service.  The asp was then authorized by ventec to perform the repairs. Upon evaluation of the device, the asp observed that it was measuring lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it measuring lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.